Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a problem with infusion set tips being bent and is now at max delivery. The customer woke up with blood glucose of 333mg/dl and treated. The customer changed the set and noticed a bent cannula. Also, they experienced high blood glucose was 467mg/dl. The customer stated he knows why he had high blood glucose and declined troubleshooting.